Manufacturer narrative:
Device returned with no lot identfication. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: b/a washer present/condition, present/cut within; damaged anvil / anvil shroud, no; damaged guide face, no; damaged knife, nicked; damaged staple pockets, no; damaged trodar, no; missing parts, no; staples present/location, 5 malformed returned and tissue present/describe, no. Functional tests & results: 1st fire-setting/form/heights, high b/good; 1st fire-washer cut, good; indicator response, good; safety release, good and trocar / anvil fit, good. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was received with several nicks present on the knife and also on the breakaway washer. Due to the condition of the knife and returned washer, it appears possible that the instrument was fired across a hard object such as a clip. The instrument was reloaded and fired. Despite the damage to the knife, it fired and formed all the stpales as designed. There were no anomalies noted with the delivery or the formation of the staples. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported the device was used during a rectum procedure. It was reported by the affiliate that the device did not work properly. The staples were not delivered. (No more details available) there was no pt consequence.